Event description:
The customer reported via phone call that she had been having issues with her blood glucose for the past 2 weeks. Customer's blood glucose was 105 mg/dl when she went to sleep but when she checks her blood glucose it is 325-350 mg/dl. Customer gave a bolus but her blood glucose keeps going higher. Customer changed the site and it finally came down. Customer gave herself a manual injection. Customer stated that she changed her site last night and there was blood on the cannula. Customer's blood glucose level was 425 mg/dl. Customer mentioned that she does have scar tissue and the pump is working because she did have a low of 35 mg/dl and had some candy to correct. Customer stated that she wakes up with blood glucose in the 300-400s mg/dl and has to correct for it. Customer's blood glucose was 320 mg/dl at the time of the incident and is currently 53 mg/dl. Customer was advised to do a complete set change and to call her health care professional regarding changing her night basal rates.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.